Event description:
A tech reported the system would not phaco when the surgeon was using ultrasound sculpt. There was a delay reported but the patient's outcome was unaffected. There was no patient impact reported.

Manufacturer narrative:
Product eval: the company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. Root cause: a root cause has not been identified. Actions taken: no action is planned at this time. (B)(4).